Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple "no delivery" alarms. There was no reported impact to the customer's blood glucose level. The alarm was unable to be confirmed in the pump history. The customer declined further troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed and the alleged issue was verified in the pump logs. A different issue was identified; however, investigation could not be completed as the cartridge was not returned.